Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm vicmo13.2 -16.50 diopter implantable collamer lens tore/broke during loading. The surgeon states " while loading the lens in the cartridge the icl haptic tore while pulling it inside the cartridge with the help of foreceps". There was no patient contact. On (B)(6) 2023 a replacement lens was implanted and the problem resolved.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).